Manufacturer narrative:
Review of the device manufacturing record history. Review of the device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2011, a gore hybrid vascular graft was used in an arterial bypass application. The procedure was performed in the pt's right leg, from the common femoral to popliteal artery. A thrombosis was reported on (B)(6) 2011. On (B)(6) 2011, a fogarty balloon was used to declot the thrombosis.